Event description:
This rv lead was implanted on (B)(6)2006 and remains implanted at this time. A call was placed to technical services stating that there were two separate stored oversensing of noise episode. These events were due to minute ventilation (mv) artifact which resulted to four seconds of pacing inhibition in one episode and two seconds of pacing inhibition. Patient reported no symptoms to the clinic. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).